Event description:
Related manufacturer report number 1627487-2021-18302. It was reported that during an elective explant procedure, the physician was unable to remove two of the leads due to looping. In turn, the leads were cut and left implanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.